Event description:
It was reported by the customer that during use, the cardiosave intra aortic balloon pump displayed a system over temperature alarm. There was no patient harm or injury reported at the time of the event. Upon further evaluation, several gas loss in iab circuit alarms were observed.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) evaluated the unit and was unable to replicate the reported issue. The unit was tested using a test catheter and patient simulator, and no system overtemperature alarms or other faults were observed. The compressor fan was cleaned (vacuumed) and resecured to the chassis, and the compressor assembly was retightened. Additionally, all manifold leak tests and helium leak tests were performed and passed without issue. The unit completed all functional and safety testing in accordance with manufacturer specifications. The unit was returned to service.